Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific advantage transvaginal mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to fibroid uterus and cervix, pop, menorrhagia and pelvic pain. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). T was reported that the patient underwent revision of mesh on (B)(6) 2015. It was reported that following insertion the patient experienced recurrence, infection and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced nocturia, recurrent uti's, urinary retention, and dyspareunia.